Event description:
Balloon was being used to expand a stent graft. The balloon failed. A second balloon was used and it failed too. The physician stated, "the balloon cracked". A third balloon was opened, this time a 16 x 4 and the device worked with no problem. Device #1 - impact - (B)(4). Device #2 - impact - (B)(4). This report is for device #1. MDR 1318694-2012-00002 is being submitted for device #2.

Manufacturer narrative:
The device has not yet been returned to numed for eval. A sample device was pulled and tested for rated burst pressure. The labeled rbp for this catheter is 10 atm. The sample catheter burst at 18 atm which is above the labeled rbp. This catheter is intended for pta use only. It is not indicated for use with a stent graft. This catheter was being used off label.